Event description:
A hospital in (B)(4) reported that three infants using the bc801-10 nasal mask presented with breakdown at the bridge of nose and septum. They further reported that the infants all weighed under 1000gms and all were 25 to 27 weeks gestation. The hospital confirmed that nursing staff had been cycling between the mask and prongs every 12 hours, at the change of each shift.

Manufacturer narrative:
(B)(4). The complaint bc801 infant nasal masks are not expected to be returned for investigation as they have been disposed of by the hospital. Our analysis is therefore based on the information provided by the hospital. The hospital informed us that the infants were all very premature and staff were thus alternating between the bc801 infant nasal mask and prongs every 12 hours to help alleviate nasal pressure. It must be noted that alternating between prongs and mask only every 12 hours is probably too infrequent when dealing with nasal pressure in very premature infants. The user instructions that accompany the fph infant interface indicate in pictorial form the correct set-up and use/fitting of infant interface devices. The following checks are also stated in the user instructions: check patient frequently for signs of redness, pressure sores or irritation which may result from extended prongs or mask use. Hourly checks are recommended. Alternating between mask and prongs can reduce the risk of irritation. Alternating every four to six hours is recommended. This is the only complaint we have received for the bc800 infant nasal mask in the past twelve months.